Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the act button did not respond due to the corroded keypad trace. No moisture damage on the electronic assembly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed button error alarm. Customer stated that she was at the beach the day before and there was humidity. Blood glucose value is 320 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.